Event description:
Patient underwent an above knee femoro-popliteal bypass. During surgery, it was reported an oozing of the graft that was stopped when topical thrombin and protamin were administered to the patient. The surgeon had also to put repair stitches into the graft. Graft remained implanted.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the graft was not returned to the manufacturer. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Two products coated on the same day, then the complaint device underwent water permeability testing. Tests results indicated values were well within product specifications. A product from the reserve sample, collagen coated on the same day then the complaint device underwent water permeability testing. Test result indicated a value well below product specifications. No conclusions can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective.